Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) stored a ventricular episode where anti-tachycardia pacing (atp) was appropriately delivered due to slow ventricular tachycardia (vt). Review of other vt episodes all appeared to begin with a biventricular (biv) pace. Technical services (ts) discussed troubleshooting options and programming considerations, such as turning off biv pacing under ventricular regulation. This crt-d remains in service. No additional adverse patient effects were reported.